Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of "cannot remove cutter" was confirmed. During service, it was found that the cutter was stuck inside of the device and the cutter insertion test failed. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the cutter could not be removed from the device. It is known that the device was being used during surgery. It is also known that there was no patient injury reported; however, it is unknown if there was any medical intervention or surgical delay related to the event. No additional information was available.